Event description:
Per the audiologist's report, the pt reported decreased sound quality and performance (date not reported). The results of an integrity test done on (B)(6) 2007, were consistent with normal receiver/stimulator function with multiple electrode faults. Explantation/reimplantation surgery was recommended. No information on the surgery schedule has been made available.

Manufacturer narrative:
(B)(4).